Event description:
It was reported that pump displayed malfunction alarm code malf 25 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer planned to use backup insulin pump to ensure continued insulin delivery, and technical support arranged shipment of replacement pump.